Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. At the previous device check seven months ago, the remaining longevity was 3.0 years. The monitoring voltage was 2.68 v and the charge time was 20.7 seconds. Premature battery depletion was suspected. A boston scientific technical services consultant discussed that the device had battery capacity, but declared eri due to longer than expected charge times. The device was scheduled for replacement.

Manufacturer narrative:
As of today, the device remains implanted. This report will be updated following the replacement procedure.

Manufacturer narrative:
The device was later explanted and returned to boston scientific. The procedure date was not reported, but a review of the device memory estimates the device was explanted in (B)(6) 2012. The device was returned in (B)(6) 2013. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.